Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down as the customer neglected to charge the pump and customer did not load a cartridge for 24 hours after turning the pump back on. Customer's blood glucose (bg) was 600 mg/dl and ketone level was moderate. Customer loaded a cartridge and resumed insulin therapy.